Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cutter was damaged. The cutter was replaced and resolved the reported issue. It was noted that the unit has not been returned for preventative maintenance. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the punching mechanism did not work. The graft plate only ran back and forth and the graft was ruined. An unplanned additional graft was required from the patient. There was no delay involved. No additional consequences have been reported as a result of this malfunction.